Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that the balloon did not deflate during use. An additional incision was required to remove the catheter. The catheter was replaced. There were no patient complications reported.

Manufacturer narrative:
The material was sent to chemistry for energy dispersive x-ray spectroscopy (eds) testing. Results indicated the presence of the following elements: iodine and chloride. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Manufacturer narrative:
One catheter without any attached components was returned for evaluation. No packaging was returned. An indentation was found on the catheter body between 12 cm and 15 cm proximal from the catheter tip. No damage to the balloon or windings was observed. Balloon inflation testing was performed with 1.2 ml air and 0.5 ml water as recommended in the product IFU. Back pressure indicated that an occlusion was observed from the balloon inflation lumen. During inflation testing, when using 0.5 ml water for the inflation test, the catheter body was ruptured at 32 cm proximal from tip. Leakage was observed at the ruptured area. Due to this damage deflation testing could not be performed. The through lumen was patent without any leakage or occlusion. The catheter body was cut in half at the 30cm marker for further testing. A 0.006" stylet wire was placed down the inflation lumen and the occlusion was located 25cm proximal to the catheter tip. The occlusion appeared to be crystal like. A sample of the crystal like material was sent to chemistry for testing. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. Customer report of balloon deflation issue could not be confirmed during the evaluation. A supplemental report will be sent with the chemistry investigation results.